Manufacturer narrative:
The technician found the brake casters were worn. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2007, 2009, 2012, and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding (casters would ratchet when in brake mode). The bed was in the basement. There was no patient/user injury reported. (B)(4).